Event description:
This event was reported as endocarditis with a positive blood culture of listeria monocytogenes; abscess and paravalvular leak. The pt underwent dental work in 9/98, with propylactic antibiotic treatment with ampicillin, the source of the infection could not be confirmed.